Manufacturer narrative:
Follow-up #1 date of submission 09/19/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was observed. No moisture was observed within the battery compartment. A battery cap was not returned with the pump; a test battery cap was able to properly secure to the pump. No power issues were observed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. The reporter note there was no evidence of moisture or corrosion and the battery cap could secure properly to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.